Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot over the phone. Upon further troubleshooting found that the ise reference solution was expired. The customer replaced the expired reagent however; it did not resolve the issue. Service was requested. A beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer. The fse inspected the analyzer and determined the cause of issue was due to roller tubing. The fse replaced the roller tubing which resolved the issue. The fse performed system verification successfully without further issues. No further issues were noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1 initial reporter phone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
Customer reported the au480 chemistry analyzer generated false high patient results for sodium. There was no report of change to treatment, injury, or death associated to this event. The erroneous patient results were not reported out of laboratory. The customer did not provide patient data or demographics. The erroneous patient results were not reported out of laboratory.